Event description:
It was reported by the aci sales professional that a female patient with a history of pvd and diabetes underwent a peripheral intervention procedure on (B)(6) 2012. Access was obtained via a 6f procedural sheath (model of the sheath is unknown). A pre procedural angiogram revealed the presence of pvd in the vicinity of the access site. The patient was given heparin peri-procedure. It was reported that the physician who is a trained user of the mynx, selected the mynx device for closure. The closure was per the IFU and the patient was discharged to home on the same day with no clinical sequela. Reportedly, three days post procedure, the patient presented to the physician's office where it was determined that the patient had a poor doppler reading. Another angiogram was performed and showed sfa shutdown. The vessel was opened 100% by using a filter for distal protection and a turbo hawk device. The patient was reported as discharged the same day.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.